Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over. A technical support specialist (tss) dialed in to the server (icasm1149), then run down time query on structured query language (sql) and executed but no delay was shown. Also, the carefusion coordination engine (cce) messages were current. Then checked there was no delay error shown on health sight viewer (hsv) and restarted net services, also restarted es services. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.